Event description:
In 2008, the pt reported that he is unable to retract the piston rod of his infusion device. He stated that the display reads "piston rod returning" and the motor is running, but the piston rod was not moving. He then rec'd an e10 (cartridge) error. He stated that this has happened before and he was able to clear the error and retract the piston rod. No physiological effects were reported. The pt switched to his backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.